Event description:
It was reported 186 patients underwent an 11-year study in which peri-strips were used with sleeve gastrectomy procedures. The peri-strips were used with non- baxter staples. Ten patients experienced gastric leaks. Four patients experienced bleeding and one patient experienced laparoscopic hemostasis. Twenty patients experienced grade 3 complications. Treatment for the events was not reported. No additional information is available.

Manufacturer narrative:
B3: between january 2006 and december 2017. Literature review: antoine vallois , lionel rebibo , yannick le roux , abdennaceur dhahri , arnaud alves , jean-marc regimbeau. "Comparison of sleeve gastrectomy and roux-en-y gastric bypass after failure of gastric banding: a two-center study with a propensity score-matched analysis. Surg endosc. 2021 jul;35(7):3513-3522. Doi: 10.1007/s00464-020-07809-9. Epub 2020 aug 26. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.